Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubie drawer 1 had failed. A field service engineer (fse) found that no lights were observed on any printed circuit board assembly (pcba) cards in the drawer. Both drawer controllers and the pyxis bus drawer module were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred, and the device was not detected on the bus. Main drawer 1.1 and 1.2 could not be recovered and would not open. When recovery of the storage space was attempted, the system displayed a "maintenance required" message. The customer shut down the machine, removed the back panel, and manually released both drawers. No visible obstructions were observed, and the drawers moved freely once released. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.